Event description:
New presentation of calcium chloride syringe. Medifil is now packaging a calcium chloride syringe that looks similar to heparin flush syringes. Traditionally calcium syringes have always been in a box. Had a near miss when the syringes were mixed in the same bin. (B)(6). Submission ID: (B)(4).